Event description:
Same case as MFR report #: 2134265-2011-05094. It was reported that during a stenting treatment procedure no flow, hypotension and ventricular fibrillation occurred. The patient presented emergently to the cath lab with an acute inferior wall mi. Using the right femoral approach, a non bsc guide wire was utilized to cross the totally occluded lesion located in the saphenous vein graft to the right coronary artery and was brought down to the right posterior descending artery (pda) and reperfusion was experienced. There was moderate to severe disease in the mid portion of the graft and thrombus. While getting the balloon ready, the vessel closed again. A 3x15mm non bsc balloon was then inflated to 10 atm's in the mid portion of the graft returning flow. There appeared to be large amounts of thrombus down stream in the pda, and it was uncertain if the thrombus had been present or got pushed down. The patient had problems with bradycardia and heart block after the pre-dilation and was given medication to help stabilize her. Next a 3x38mm ion stent was deployed at 18 atm's in the mid to distal portion of the graft which resulted in marked improvement in the appearance of the stented area but there was still some thrombus and narrowing of the midportion above the stents. The mid portion of the graft was the pre-dilated which resulted in closure of the vessel at that level. A 3.5x20mm ion stent was then deployed at 16 atm's in the mid portion of the graft, but there was still no flow. Ballooning was performed in the proximal half of the first stent at 16 atm's. There still was no flow, so the entire length of the distal portion of the first stent was ballooned at 12 atm's. Following this there was still very little flow and a temporary pacemaker was placed due to heart block and long pauses of asystole. The threshold was excellent and the patient was pacing most of the time at the rate of 60. At this point, the physician felt he should angiojet the graft. A 4-french angiojet was advanced but had problems getting past the stent. The guide catheter was advanced further down the vessel and it then became apparent that the 3.5x20mm ion stent had accordioned down into the mid segment. Eventually the angiojet passed and multiple runs were made. There was still very sluggish flow, so the stent delivery balloon was taken back into the mid segment to further post dilate the accordioned stent and distal portion of the graft which worked well and flow improved. The physician then wanted to perform additional ballooning above the mid stent where the stent accordioned. At this point the patient had problems with hypotension and ventricular fibrillation and was given medication and defibrillated 4 times. The patient then began to stabilize and blood pressure improved so that the procedure could continue. A 3.5x20mm ion stent was then advanced but could not cross the lesion. A new 3.5x20mm non bsc balloon was advanced and was inflated to 22 atm's and then the 3.5x20mm ion was re-advanced to the area where the stent had accordioned and was deployed at 18 atm's, which resulted in greatly improved flow. The vessel remained stable with the stents all widely expanded. The larger thrombus had "melted" away with the reopro and the return of flow. Final angiography revealed 0% residual stenosis, smooth borders and timi 3 flow. The patient was stable at the end of the procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).